Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was having problems with the insulin pump and air bubbles. The blood glucose reading at the time of the event was high 300 range. On friday night the blood glucose reading was over 500 mg/dl and went down to the 300 range; customer was not feeling well. Hospital treated with saline solution and manual injections. The current blood glucose reading is 325 mg/dl. Customer treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.